Manufacturer narrative:
Attempts were made to get more information pertaining to this event; however, no additional information was received. Please accept this as a final report. Should additional information become available in the future, this report will be updated.

Event description:
Boston scientific received information that when implanting the is-1 lead, the helix was not initally visible on the x-ray due to an alleged fracture. After continued searching and examination, the helix was found with the electrode end bent. This lead was not used and will be returned. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.